Manufacturer narrative:
Nevro became aware of the event during a recent conversation with the patient. There was no subsequent injury related to this event that was reported for this patient. The device was not explanted. Therefore only the manufacturing records were reviewed and no nonconformities were found. Device was not explanted.

Event description:
It was reported to nevro in (B)(6) 2016 that a patient in (B)(6) had developed a hematoma at the implant site shortly after the implant procedure ((B)(6) 2014). This event was revealed recently during a conversation with the patient. The hematoma was aspirated and there was no other report of serious injury relating to this event.